Event description:
Event description boston scientific, crm received information that one day post implant, this right ventricular (rv) defibrillation lead had high thresholds and low r-wave amplitude. An x-ray confirmed that the lead had dislodged. During a procedure to reposition the lead there was telemetry interference with the cardiac resynchronization therapy defibrillator (crt-d). A boston scientific technical services (ts) consultant recommended possible troubleshooting items to resolve the interference with the radio frequency (rf) of the device. The boston scientific sales representative stated that he would continue the case with the programmer wand and the lead was successfully repositioned. No adverse patient effects were reported.